Manufacturer narrative:
Internal complaint reference: case (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy, the healicoil knotless peek anchor failed. The surgeon was tapping the anchor into the patient when the tip of the anchor broke off. The surgeon had prepared the deployment site using the gold awl, loaded the free suture limbs into the tip of the healicoil anchor, and began malleting the anchor into the hole. While tapping, the tip of the anchor broke off. All the broken pieces were removed from the patient. The procedure was completed using a s+n backup device in the originally drilled bone hole, therefore, no void was left in the patient. There was a delay of 10 minutes, and no further complications were reported.